Manufacturer narrative:
Uncheck the required intervention to prevent permanent impairment/damage (devices). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw cortex/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several device malfunctions occurred intraoperatively on (B)(6) 2017 for a multiple procedures. The patient was scheduled for bilateral tibia nails, a right retrograde femoral nail and a dynamic hip screw (dhs). While fixing left tibia, the surgeon decided to place a 1/3 tubular plate with four (4) cortex screws in addition to the tibia nail. During drilling around the tibial nail, the drill bit broke as it hit the nail. The tip of the drill was retained in the patient. Also noted that during the dhs portion of the procedure, the 2 hole plate did not impact all the way to the bone. The surgeon tried to apply additional pressure to the plate. As the surgeon was inserting a 4.5mm cortex screw, the head of the screw snapped off and the shaft of the screw remained embedded. Another screw was implanted in the secondary hole. The procedure was completed successfully. This complaint involves 2 devices concomitant devices: tibia nail, part/lot# unknown, qty 1. A 2-hole plate, part/lot# unknown, qty 1. This report is 2 of 2 for (B)(4).